Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that stent deployment difficulties occurred. An 7x40x120 epic¿ stent was selected to treat a lesion located in the iliac artery. As the epic¿ stent was deployed the stent jumped out of position. Additional stenting of the same device was required to complete the procedure. No patient complications were reported and the patient's condition is fine.